Event description:
It was reported that the patient's pump was being returned for reprocessing for the center to use as a demo.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that (B)(6) was being returned for pump reprocessing for the center to use as a demo. Multiple requests for additional information were sent to the account; however, no further information has been provided at this time. Heartmate 3 left ventricular assist system (lvas), serial number (B)(6), was not returned for evaluation. The heartmate 3 lvas instructions for use (IFU) is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.